Event description:
During the index procedure, the physician used four in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa to popliteal of the right leg. Device was successful; however it was reported that during treatment, a dissection occurred. The dissection was treated with non-medtronic stenting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.